Manufacturer narrative:
This form has been completed by the manufacturer.

Event description:
During a vitrectomy procedure, the cutter from this vitrectomy pack would not cut the vitreous adequately.